Event description:
The ventilator went vent inop and alarmed during operation. The customer reported there was no pt involvement. Vent inop, when in use will stop providing ventilatory support to the pt. The respironics sevice technician reported the ventilator diagnostic log showed a diagnostic code that indicated a +24 volt failure. The ventilator is under evaluation and repair is still in progress. If additional information becomes available upon completion of the evaluation regarding root cause of the failure, a follow-up report will be submitted.